Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose, high blood glucose, and this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running (pump error 25) alarm. The customer reported a blood glucose value of 35 mg/dl. The customer reported hypoglycemia was treated with an IV insulin drip (intravenous insulin infusion), an emergency medical service, and hyperglycemia. The event involved products mmt-398a, mmt-1880, and mmt-332a. Troubleshooting was partially performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high and low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. The customer was able to clear the alarm and complete the rewind, but troubleshooting did not resolve the issue. No further patient complications were reported. No product return is required for mmt-398a and mmt-332a. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0871 inches. No pump error 25 alarm during testing. The pump accepts the test battery during testing. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(6), event date of 17-jul-2025 of the daily total collection start time, the daily total of basal insulin delivered = 13.625 u and daily total of bolus insulin delivered = 19.8 u which is equal to the daily total of all insulin delivered = 33.425 u. In further full review in the pump history found pump error 25 alarm on (B)(6) 2025 at 18:00:00.000 and 22:00:00.000 and on (B)(6) 2025 from 02:00:00.000 until 22:00:00.000. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery cycle 73.0 received the low battery alert (104) on (B)(6) 2025 06:31:00 after more than 7 days at 21.4 days. Battery cycle 72.0 received the low battery alert (104) on (B)(6) 2025 18:49:00 after more than 7 days at 19.96 days. Battery cycle 71.0 received the low battery alert (104) on (B)(6) 2025 18:49:00 after more than 7 days at 20.17 days. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked select button keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Unable to verify customer alleged for high bgs/low bgs. No battery life diminished or rejecting the new battery noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected was not confirmed. Customer alleged for pump error 25 alarm confirmed in the pump history was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.